Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high and undefined rv defibrillation impedance. It was noted the impedance had varied more in the days prior to the alert and after. A few days later, it was noted the pacing impedance rose and later became high/undefined. The lead integrity alert (lia) had triggered due to increased sensing integrity counter (sic), high rate non-sustained episodes, and impedance variation. Noise was also noted. It was determined the lead had fractured. It was noted the patient was very active and exercised frequently. Therapies were programmed off and the patient was given a life vest. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the physician went in and confirmed the right ventricular (rv) lead had fractured. The lead remains in the patient but is no longer in use as the device is being used only to pace. No patient complications have been reported as a result of this event.